Event description:
Complainant alleged that during biomed testing, the device failed earth ground resistance testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was not observed or verified. The device was subjected to extensive testing including full functional testing, stress testing, electrical safety test without duplicating the report. An internal inspection of the device found no discrepancies. The analog board was replaced as a pre-caution. The device was recertified and returned with no fault found. Analysis of reports of this type has not identified an increase in trend.